Manufacturer narrative:
D10: concomitants: 320-20-00 - eq reverse torque defining screw kit: (B)(6). 300-01-11 - equin, hum stem primary, press fit 11mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-20-18 - eq rev comp screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-18 - eq rev com screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6). 320-20-38 - eq rev comp screw lck cap kit, 4.5 x 38mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 71 yo female patient who had an initial right shoulder implanted underwent a revision procedure approximately 7 years 7 months post the initial procedure. The patient had dislocated several times and finally had to have it revised. The revision was due to instability. The surgeon removed the glenosphere, tray, and poly and revised to a +4 glenosphere, a +10 tray and a +0 constrained liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to the surgeon kept the devices. No device images were able to be obtained. No further information.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision due to instability reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation/instability is a known risk, as outlined in the IFU. D1: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.